Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images in question. An immucor field service engineer (fse) representative visited the customer site on (B)(6) 2016 to assess testing instruments. The fse found the instruments to be operating as expected. The immucor laboratory tested retention product on 12aug2016, which performed as expected.

Event description:
On 09aug2016, an immucor employee visiting a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on galileo echo instruments, when started testing on (B)(6) 2015, and then later.